Event description:
A report was received that the patient felt a burning sensation in her legs, and the physician recommended a lead revision.

Manufacturer narrative:
Additional information was received that the patient will not be revised due to a possible infection. The physician believed that the burning sensation felt by the patient was probably due to lead migration which was confirmed through CT scan. Reprogramming was done and the patient was doing well.

Event description:
A report was received that the patient felt a burning sensation in her legs, and the physician recommended a lead revision.